Event description:
It was reported that the procedure was to treat the heavily calcified right coronary artery (rca). During inflation of the 3.5x18 mm xience alpine stent delivery system (sds), only the proximal portion of the stent inflated and the rest did not inflate properly to deploy the stent. Three inflations to 16 atmospheres were attempted and the device would hold pressure but the balloon would not inflate. The sds was removed and a new xience alpine sds was used to complete the procedure. There were no reported adverse patient effects and and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported inflation problem and activation failure were confirmed through the observation of an outer member leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.